Event description:
It was reported that during the replacement procedure, a vf episode caused by t-wave oversensing was observed. An older episode with undersensing was observed. The device was explanted and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.